Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted after a rise in capture thresholds were exhibited. Another rv lead was implanted to complete this procedure. This rv lead has not been returned at this time. No additional adverse patient effects were reported.